Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port may have been damaged as the usb cable was unable to be inserted into the port. Multiple cables were attempted to be inserted. Subsequently, the pump battery was unable to be charged. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using an alternate method of insulin delivery.